Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID : (B)(6). 'It was reported that the patient experienced increased back pain following an index surgery involving the cd horizon solera 5.5/6.0 screw. The patient was diagnosed with possible pseudarthrosis, and an x-ray revealed lucency at l5-s1 and around the superior screws at l2 and s1. The patient was scheduled for a bone scan and received medication administration as part of the treatment. An assessment was conducted by both the investigator and the sponsor regarding the relatedness of the adverse event (ae) to the product, therapy, and procedure. Investigator's assessment: procedure relatedness: the ae is possibly related to a study procedure, specifically identified as the index surgery. The procedure relationship is affirmed (yes). Device relatedness: the ae is possibly related to a medtronic cst device, with the device relationship confirmed (yes). Sponsor's assessment: the sponsor also made an assessment, differing from the investigator's, regarding the relatedness to the product, therapy, and procedure an assessment was conducted concerning the adverse event (ae) relatedness to the study procedure and device: assessment/allegation: procedure relatedness: the ae is determined to have a causal relationship with the study procedure, specifically identified as the I ndex surgery. Device relatedness: the ae is possibly related to the study device. Cec assessmt: no assessment for product/therapy/procedure relatedness was made by the clinical events committee (cec). Alleged issue: possible pseudarthrosis. Relative timing: the event occurred post-surgery. Date of awareness: the site became aware of the event on march 31, 2025.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.